Event description:
It was reported that the ht70 ventilator silence/reset lamp blinked irregularly. Additionally, the up and down cursor and the silence/reset switch were not functioning. There was no patient involvement.

Manufacturer narrative:
The covidien field service engineer (fse) evaluated the device, and verified the reported malfunction. The fse replaced the membrane switch (B)(4) and the overlay (B)(4), and it resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).